Event description:
It was reported that the patient was experiencing pain with a tactra malleable penile prosthesis due to the device being too long. The tactra was explanted and a new shorter tactra was implanted. No patient complications were reported.

Manufacturer narrative:
Based on the information available, the product analysis of the tactra malleable penile prosthesis was unable to confirm the reported event. The cylinders were visually and microscopically examined with the observation that both cylinders had been trimmed down; however, no visual damages were found on the remainder of the device. Review of the manufacturing documentation found no evidence that the device had failed to meet product specifications prior to shipment. The labeling documentation did confirm there was no evidence the device was handled improperly. The risk review did find that pain and the cylinder length being too long as harms and are anticipated in nature and severity per the instructions for use (IFU) and hazard analysis (ha). Based on the product analysis, the reported events are known inherent risks with the tactra malleable penile prosthesis.

Event description:
It was reported that the patient was experiencing pain with a tactra malleable penile prosthesis due to the device being too long. The tactra was explanted and a new shorter tactra was implanted. No patient complications were reported.